Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the ua-5001 was sticky when placed on the blades. It got stuck when partially open. The drive was working fine before it was placed in the chest cavity. Competitor's device was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there was minimal galling present on the device. The unit was very bloody. A functional test was performed to determine if the unit is sticky, or gets stuck during use, as reported. The activator drive was tested by slowly turning the drive handle clockwise and counter clockwise. The drive handle was extremely difficult to turn and did not perform per specifications. Based upon these findings, the reported failure "drive got stuck when partially open" was confirmed. Internal file number - (B)(4).